Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) at maximum output and sensing was dropped. Xray confirmed that the lead was dislodged. A revision was performed to reposition the lead. The lead remains in service. No additional adverse patient effects were reported.